Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a venous access infiltration occurred during a routine hemodialysis treatment. Attempts to rinseback were unsuccessful, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to ongoing issues with the patient's fistula. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.